Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs and alarming battery out limit. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 369 mg/dl time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.